Event description:
It was reported that the insulin pump act button was unresponsive. Customer stated it would work for a little bit and currently all buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 128 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.